Event description:
It was reported that a remote transmission displayed a magnet electrogram (egm) with varying intervals of 720, 730, 740, and 750 ms instead of 700 ms. A review of the remote transmission by a subject matter expert indicated that the implantable pulse generator (ipg) had switched back to dddr (non-magnet) mode, causing the rate intervals to increase and slowing the paced rhythm back to the sensor rate. It was further reported that dual egms were noted on the remote ipg transmission. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2009. (B)(4).